Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported directly after the device was placed and the pocket was closed during a procedure, the left ventricular (lv) lead unexpectedly exhibited elevated pacing thresholds during testing. The safety margin was reprogrammed and the lead remains in use. The patient was enrolled in the wrap-it clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.